Event description:
Medtronic received information that during a bypass procedure, the tie banded connection of the male luer to the 3/16 x 1/16 x 2.5 inch tubing detached. The line is connected to the pre-membrane port of the oxygenator. As a result of the disconnection, approximately 1 liter of blood was lost. The perfusionist changed out the oxygenator and attempted to reattach the tubing to the luer, then to the oxygenator at the pre-membrane port. The tubing detached again. The perfusionist changed out the entire circuit and bypass resumed. The patient was delayed in returning on bypass but was protected from air during the changeout. The surgeon successfully completed the surgery with no adverse patient effects reported.

Manufacturer narrative:
Visual analysis: the oxygenator was returned with the tubing in question attached with two tie wraps. A separate luer was also returned taped to a piece of tyvek, this is the presumed complaint device. Performance analysis: pressure integrity testing was performed on the piece of tubing at 0.5 lpm with 23 psig of back pressure for 10 min with no leaks observed from either fitting. The luer was removed from the tubing along with the luer taped to the tyvek and the outer diameter was measured in three separate locations. The specification is 0.254"/0.260" taper and the measurements were in specification. In addition a section of the tubing was cut from the return and measured and found on the low side of tolerance. Specification is inside diameter 0.187 +/- .005 and wall thickness is 0.062 +/- .005. Dimensional analysis found the ID at 0.1808 / 0.1797, and wall thickness at 0.0639 / 0.0634 / 0.0622 / 0.0630. Analysis conclusion: reason for return was not confirmed. Investigation: as part of our investigation, samples of the assembly were created. Prior to testing the samples were placed in a special oven at 60 (°c) to cause accelerated aging and simulate the worst case scenario for units which have remained in customer inventory for an extended period of time. Sample units were assembled with a variety of conditions which could have reduced the effectiveness of the connection, including accidental use of alcohol in the connection, not inserting tubing all the way to the distance required by the specification, and inserting and removing the tubing multiple times to reproduce possible re-work of the connection. The specification states that when connected to a port or a connector, tubing must survive pressure within a range of 11-13 psi during a 30 second test period. To represent extreme situations, different samples were tested at 20 psi, 25psi, and 30 psi each for 30 seconds. A small leak was observed from the assembly tested at 30 psi, but no disconnections occurred. The specification calls for connections to withstand a minimum of 22 lb/f. All samples exceeded the minimum of 22 lb/f, including those that had not been assembled to the proper distance on the connection. The inner diameter of the sample assemblies were also measured all samples were found to be within the specification of .192/.182 inches. In summary, all samples passed testing, with leaks only observed over 30 psi and with no disconnections observed. This by far exceeds the recommended use of the lines by design specifications, therefore, we conclude that the root cause of the incident was not confirmed and that line is secure and no opportunity for improvement was found on this configuration. The customer, however has requested that a change be made to a trillium coated line so that solvent bonding can be used. The change will be implemented on the next custom packs created for the customer. (B)(6). (B)(4).

Event description:
Medtronic received information that during a bypass procedure, the tie banded connection of the male luer to the 3/16 x 1/16 x 2.5 inch tubing detached. The line is connected to the pre-membrane port of the oxygenator. As a result of the disconnection, approximately 1 liter of blood was lost. The perfusionist changed out the oxygenator and attempted to reattach the tubing to the luer, then to the oxygenator at the pre-membrane port. The tubing detached again. The perfusionist changed out the entire circuit and bypass resumed. The patient was delayed in returning on bypass but was protected from air during the changeout. The surgeon successfully completed the surgery with no adverse patient effects reported. Product return has been requested.

Manufacturer narrative:
510(k) number updated to most current: k973011. (B)(6). (B)(4).